Event description:
The hospital reported the during preparation for multiple coronary artery bypass graft surgeries, four heartstring seals cracked while loading the seals into the delivery tube and one did not deploy out of delivery tube. Replacements were used to complete the procedures. No patient complications were reported.

Manufacturer narrative:
Investigation results: visual inspection shows that the tension spring components are inside the deployment tube. The complaint is confirmed.